Manufacturer narrative:
The event of a patient¿s death was reported to abbott. The rep advised the patient had an existing leg injury prior to the trial and was in a leg cast. The patient reported discontinuing their prescribed blood thinners prior to the implant. At the lead pull post-trial, the patient indicated they were going to the ER for an issue with their leg. The rep later learned from the doctor the patient had passed away. No cause of death was determined due to no autopsy being performed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient ceased their blood thinner medication during their drg trial. The trial leads were removed from the patient after the trial period and the patient later passed away. The cause of death was not determined.

Manufacturer narrative:
The date and the cause of the patient's death are unknown. Further information was requested but not received. Section b3: event date is estimated.